Manufacturer narrative:
(B)(4) date sent: 11/14/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Low rectal cancer, side-to-side anastomosis after cutting tumor. What color cartridge was used? Unknown. Were there any other stapling devices used in the procedure? No. Were there any issues noted with the device performance and malformed staples in the initial procedure? No. Did the patient receive any radiation prior to the surgery? Unknown. During re-operation, how was the site of the bleeding identified? Unknown. Were there any malformed staples at the site of bleed? Unknown. How was the bleeding diagnosed? Confirmed by colonoscopy. Why did the surgeon decide a stoma was necessary? Unknown was the stoma reversed? Yes. Did the patient receive a blood transfusion? Unknown.

Event description:
It was reported that the patient was diagnosed as right colon cancer. The initial surgery was done on (B)(6) 2015. The surgeon used the device during the procedure. It was reported by the surgeon that post-op bleeding occurred after 6 days of the first surgery. The surgeon's second surgery was completed on (B)(6) 2015. The original anastomotic site was cut and a stoma was made. The patient was discharged without any question. Additional information from the hospital indicated that a colonoscopy/enteroscopy was completed by the surgeon and the test results indicated that multiple bleeding spots were seen scattered around the anastomotic site. All the above information was from oral communication with the surgeon without any paper documents.